Event description:
The facility reported an infusion pump with a failure code 814:04 on channel c. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:the reported condition of failure code 814:14 on channel c was confirmed by the baxter repair technician. Inspection of the device revealed the failure was caused by a defective ail pcb (air in line printed circuit board), which was replaced. The device was tested by the repair technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.